Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017, with blood glucose of over 600 mg/dl at the time of the incident. The customer had a stomach infection and elevated white blood cell count which led to the high. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.